Event description:
According to the reporter, during a roux-en-y laparoscopic procedure, while closing a defect in the bowel, the suture separated from the swedge of the needle. A new device was used to complete the procedure. As the needle is now stuck in the device this is only because the surgeon broke the device over his knee so it will not be in working condition. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Needle was improperly loaded in device. Needle could not be unloaded from device. Proper swage marks were observed for the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. However, the investigation detected an improperly loaded needle that may have a relationship to the reported incident. The root cause of the observed condition was misuse of the product which would have caused or contributed to the reported incident. Replication of an improperly loaded needle may occur if either the dlu has incorrect orientation or the suturing device is held with the printed information facing down when the needle is loaded in the device. In some instances the needle becomes lodged in between the jaw and the slot of the blade of the suturing device making it impossible to unload. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.